Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2000 mcg/ml at 601 mcg/day) via an implantable pump for intractable spasticity. It was reported that the pump pocket was revised due to possible infection. The culture taken came back positive. The neurosurgeon explanted the pump and the patient would be managed with oral medication in the ICU.

Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date 2019-07-17; explant date 2020-04-25 product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date; explant date h3: the pump and 8780 (serial: (B)(6) were returned. Non-destructive analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.